Event description:
(B)(6)-2012- (B)(6) - the customer alleged that the 6895 shower chair back upholstery threading was damaged, and the arm rests were missing a screw. There was no patient injury reported.

Event description:
(B)(6) - the customer alleged that the 6895 shower chair back upholstery threading was damaged, and the arm rests were missing a screw. There was no patient injury reported.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2012 - the customer alleged that the 6895 shower chair back upholstery threading was damaged, and the arm rests were missing a screw. There was no patient injury reported.

Manufacturer narrative:
(B)(4) issued MFR report #1531186-2012-01102 indicating the model # as 9895. The correct model # is 6895.